Event description:
The hcp reports the pt underwent total device system explant after 6 months implant duration due to infection. The drug used in the pump was lioresal 2000 mcg/ml. No symptoms were reported. The device system was explanted and returned to the manufacturer for disposal only.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.